Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to the temporary lighting failure due to the aging deterioration of the igniter unit, the power converter and/or the main circuit board, or the life span of the examination lamp because over nine years had passed from the subject device had been installed.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the examination lamp didn¿t light up. The procedure was not delayed more than 15 minutes. The subject device was used with a standard set. There was no report of patient injury associated with the event.